Event description:
It was reported that at device change out, externalized conductors were observed via fluoroscopy. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A lead was returned in two pieces. Analysis found internal insulation abrasions in multiple locations at 8.9-14.6cm, 16.1-19.0cm and 19.2-21cm from the distal tip. The cables' etfe coating was intact at all locations but the inner coil was exposed at 19.2 - 21.0cm. Extensive damage was found to the lead body, svc shock coil, and inner coil and cables consistent with damage caused during surgical procedure.